Manufacturer narrative:
The lead was returned with no reported complaint. Failure event was observed during analysis. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead found full breach degradation breaching the outer insulation and exposing the outer located adjacent to the connector boot. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.